Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during firmware upgrade after a routine in-clinic follow-up, the patient received inappropriate therapy. The ICD stopped delivering shocks after the firmware upgrade was successfully completed. External cardiac monitoring did not show any arrythmia. The device remains implanted.